Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study it was reported that following a clinical procedure was performed on (B)(6) 2021 using intellanav stablepoint open-irrigated catheter. On (B)(6) 2021 the patient presented to the emergency room with shortness of breath and hypertension. An echocardiogram revealed a trace pericardial effusion which was then determined to be a byproduct of volume overload, associated with congestive heart failure and pulmonary edema. The patient underwent imaging and testing to diagnose the condition which included; an electrocardiogram, a transesophageal echo, blood work tests, and x-ray imaging. Fentanyl and lasix injections were administered in addition to oral potassium chloride. The most suspected cause is related to the procedure as the patient had no prior history of congestive heart failure. The event was considered resolved as of (B)(6) 2021 as the patient was discharged, with oral medication, and the symptoms were resolved. As the event presented post procedure the catheter had not been retained and is not expected to be returned.